Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple pump error. The blood glucose level was 296 mg/dl at the time of incident. Customer was able to clear the alarm. Customer was unable to complete insulin pump rewind. Customer stated that self test was not passed. The insulin pump will not be returned for analysis